Event description:
A malfunction was reported by the customer regarding a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and after the reset, the malfunction did not reoccur. The customer was advised to continue using the pump and to contact technical support if the issue recurred.